Event description:
A pt underwent a ureteroscopy-ureteral biopsy on (B)(6) 2014. After using the biopsy forcep in pt, the customer realized one of the cups were broken off. It is unclear if the cup broke off inside the pt.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.